Event description:
A report was rec'd that the pt was prone to falling on the ipg, not device related. The physician decided to move the pocket side from the buttock area to the abdomen. During the revision, the remote control (rc) could not establish communication with the ipg so the physician decided to implant a new ipg.